Event description:
It was reported that the device would not progress to analyze when used during staff training. No pt use was associated with the reported event.

Manufacturer narrative:
Physio control, inc. Evaluated the device. The root cause was determined to be due to a user error. The device was used for training with training pads. The device will not work with training pads as training pads are designed for use with a training device. The device was inspected and no failure was found when used with proper electrodes. The device was returned for use to the customer.